Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4) no code available (secondary surgery, lens exchange, pupil block, angle closure). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -8.5/+2.5/103 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, pupil block, and angle closure. In addition, the surgeon performed enlargement of the pi. No additional information currently available regarding patient's condition after lens exchange.

Manufacturer narrative:
Previously stated a lens sphere/cylinder/axis value of -8.5/+2.5/103. Actual value is -8.5/+2.5/108. The lens exchange resolved the problem. "Excellent outcome." Claim#: (B)(4).